Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with pericardial effusion post implant. The patient was in atrial fibrillation and the lead exhibited undersensing. Programming changes were made. Pericardial tapping was done to resolve pericardial effusion. The patient was in a stable condition and will continue to be monitored.